Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the head of the dialyzer and the machine alarmed. The facility manager stated that the dialyzer had observable defect as blood leaked from the head. Estimated blood loss was less than 1cc's. Patient had no adverse effects and required no medical intervention.